Event description:
Customer reported, they felt the vaporizer had no output. There was no reported pt involvement.

Manufacturer narrative:
Investigation/conclusion: the unit was returned to the manufacturing site for investigation. The unit was tested, and the output was found to be low to specification. The investigation has concluded that the cause of the reported complaint was due to scratching and/or flatness issues related to the sealing face of the rotary valve. Changes in manufacturing processes have greatly reduced these issues. (B) (4). Ge healthcare has a recommended two-year service internal, as stated in the tec 6 and variant operation and maintenance manual.